Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(5 mg/ml at 1.5 mg/day) and clonidine (100 mcg/ml at 31.47 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a loss in pain relief. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp tried to aspirate the catheter by using the catheter access port on the pump but was unable to. The spine location of the catheter was opened and the collet was replaced. It was reported that flow resumed post revision and it was concluded that the collet or something in that area was limiting the catheter flow. The issue was resolved at the time of this report. The patient was noted to be alive with no injury. No further complications have been reported as a result of this event.